Event description:
Olympus was informed that during a transurethral resection of the bladder tumor, the grey beak at the distal end of the subject device broke off inside the patient's urethra. The user utilized a cystoscope and grasping forceps to retrieve the broken piece from the patient. There was no patient injury reported but the procedure was delayed 20 minutes.

Manufacturer narrative:
Olympus followed up with the reporter to obtain additional information regarding the report and was informed that no additional information was available at this time. The subject device has not yet been returned to olympus for evaluation. The exact cause of the user's experience could not be conclusively determined at this time. If the device is returned for evaluation and/or additional and significant information becomes available at a later time, this report will be updated.